Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pump. Summary in h10.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps complaint of no beeping upon powering on when pressing key pad. This was isolated to a piezo wire. Unknown cause of event. Action was taken to replace the piezo rear and front. Device passed all functional testing.

Event description:
Information received indicating that during testing a smiths medical cadd legcay pump had no keypad tones and no alarm sound. The reported event did not occur while in use with a patient.